Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture and expiration date is unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2018. According to the complainant, during the procedure, the extractor device became stuck. The device was continued to be pulled, and the catheter ultimately broke. It was also noted that the coating of the guidewire had sheared off. The procedure was completed with another extractor pro xl retrieval balloon. There were no patient complications reported as a result of the event.